Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/10/2023. Additional information was requested, the following was obtained: what is the lot number? Skbdh2to. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6). (B)(6). The following information was requested: skbdh2to is not a valid lot. Is it possible the lot number ends with an ¿0¿? Please confirm the lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04544, 2210968-2023-04545, 2210968-2023-04546, 2210968-2023-04547.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Events reported via: 2210968-2023-04544, 2210968-2023-04545, 2210968-2023-04547.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the needle and thread came apart during suturing. Product was discarded and no product to return for testing. No adverse patient consequences were reported. Additional information was requested.